Manufacturer narrative:
The reported events were failure to capture and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix retracted and clogged with blood / tissue for analysis. Visual and x-ray examination of the helix found no anomalies although the inner coil at the connector region was noted to be over torqued. The cause of the reported event was isolated to the helix clogged with blood / tissue and the inner coil over torqued at the connector region consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal short.

Event description:
It was reported that the right ventricular (rv) lead was found to have no capture at high outputs. During the rv lead revision, the helix was not able to be retracted or extended. The rv lead was explanted and replaced. The patient was stable.